Manufacturer narrative:
Pump error 35 noted in the pump history and critical pump error alarm during testing due to out of specification force sensor zero offset. Unable to perform the functional testing's including the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received critical pump error. The customer reported that the insulin pump was unable to rewind and alarm was not able to get clear. The customer was advised to return the insulin and revert to back up plan. The customer reported the blood glucose of 13.6 mmol/l at the time of incident. The insulin pump will not be returned for analysis.